Manufacturer narrative:
Certas valve (ID 828814) was returned for evaluation. Unique device identification (UDI) - (B)(4). Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, a cut/tear in the silicon housing along the siphon guard was noted. The valve was hydrated. The valve passed the test for programming, occlusion and pressure. The valve could not be tested for leak, reflux and siphon guard due to the damaged silicone housing. The catheter was irrigated and no occlusions noted. The siphon guard and surrounding silicone was visually inspected jagged cuts were noted in the silicone housing and marks in the siphon guard. Root cause - no root cause could be determined as the technician could not confirm any occlusions with the valve at the time of investigation. The root cause for the for the cut/tear in the silicone could be due to a sharp / pointed object or unshod forceps coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard is due to a sharp / pointed object or unshod forceps coming into contact with the siphon guard. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no occlusions were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas plus (ID (B)(6)) was implanted in a 2 year-old male patient via ventriculoperitoneal (v-p) shunt on (B)(6)2023 with unknown setting. On unknown date, the patient presented with vomiting and altered consciousness. Due to a suspicion of obstruction, the valve was removed on (B)(6) 2023. And external drainage was performed through the ventricular catheter.